Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's implantable pulse generator (ipg) became inoperable and patient did not have therapy. Patient may undergo surgical intervention to address the issue.

Event description:
It was reported that patient underwent surgery on 25aug2020 wherein their implantable pulse generator was replaced. Patient is stable.